Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 38 mg/dl, which occurred overnight; the cause of the event and any device component involvement remained unclear and not established. Symptoms included hypoglycemia and seizure activity. Outcomes included required medical intervention, as oral glucose was administered and glucagon (baqsimi) was given by a caregiver. Emergency medical services were contacted; however, no treatment was administered by paramedics, and the patient was not transported to or evaluated at a hospital. Investigation included communication with the patient and caregiver and review of the information provided. Investigation of this case revealed insufficient information, no specific medical device problem identified, and no device component finding. It was concluded, based on previously established findings for similar reports, that the cause was not established. If additional information becomes available, a supplemental MDR will be submitted.